Event description:
It was reported that the syringe pump gave an alarm when the bd luer-lok¿ syringe was being installed in it. The following information was provided by the initial reporter: "when staff was trying to install the new plastipak 50ml ll syringe in fresenius syringe pump, pump is giving alarm".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe pump gave an alarm when the bd luer-lok¿ syringe was being installed in it. The following information was provided by the initial reporter: "when staff was trying to install the new plastipak 50ml ll syringe in fresenius syringe pump, pump is giving alarm."

Manufacturer narrative:
H6: investigation summary video and photo received by our quality team for investigation. Upon visual evaluation, it can be observed a unitary packaging showing the variable information of the product. Video provided shows the syringe installed in the pump giving an alarm. A device history review was performed for the reported lot 2301096, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples from the same lot were evaluated, no defects or issues observed. Break out force, sustaining force and silicone content tests are performed, results are within specification. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. H3 other text : see h10.